Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 320 (mg/dl). Customer contacted tandem technical support to address elevated bg level. During system check with tandem technical support, the pump performed as intended. Recommendation was made to change infusion site and discuss settings with health care provider.